Event description:
Less than 24 hours post procedure, the patient experienced a stent thrombosis (st).the index procedure treated the proximal lad. The lesion was 3 mm in width, and 20 mm in length. There was a total occlusion in the vessel. The patient received bivalirudin (study drug) during the procedure. The physician pre-dilated the lesion prior to placing a 3.0x24.0mm taxus express2 stent. Residual stenosis was less than 5% post deployment.approximately one hour after the index procedure ended the patient was taken to the ICU for chest pain (specifically, angina pectoris). The patient also had recurrent st elevation at the anterior wall, per EKG. The patient underwent angiography, and the stent thrombosis with percutaneous transluminal coronary angioplasty, using a conventional balloon. The patient also received reo-pro for 12 hours post event. The event resolved and the patient had a full recovery that same day. In the opinion of the physician, there was a possible relationship between the stent thrombosis and the taxus stent.